Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, evolution tka was performed at kumamoto municipal hospital on (B)(6). Femoral no. 4 and tibial no. 3 were used. The correct insert was no. 3+, but no. 3 10mm was opened, installed, and sutured. After the surgery, sales rep checked the amount used and noticed the mistake and reported it to the doctor. Dr decided revision op will be the correct insert was no. 3+ on (B)(6). (B)96).